Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the approrpriate enginneers and technician are listed below. Visual inspections and results: bullet tip condition, comforming; desufflation lever condition, conforming; inner gasket condition, comforming; latch condition, conforming; obturator condition, confrming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming; trocar condition, conforming. Functional tests and results: does safety shield retract, nonconforming; flapper door functional, conforming; lockout functional, conforming. Based upon the inquiry information received, visual examination and functional test, it was comfirmed that the reported "locking/arming mechanism had trouble staying down" during surgery occurred. The device was examined and would not arm as received. The obturator handle is welded during the assembly process. No conclusion could be reached as to how the reported bowel was punctured during surgery. The second instrument was not received for analysis.

Event description:
It was reported the device was used the locking/alarming mechanism had trouble staying down. A new trocar was opened and during insertion the bowel was punctured. The pt had three previous surgeries and the surgeon had entered via blind puncture and encountered a lot of adhesions. 12/16/1997 the device would not arm. The device was not used on the pt. This is the device that is being sent in. Another was opened and surgeon went through the bowel with the device. The surgeon converted the case to an open procedure to repair the hole in the bowl and a general surgeon was called in to do this. This device is not being returned.